Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the cause of the issue was most likely patient condition related to thrombus. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 44-year-old male patient presenting for cardiomyopathy. During impella support, it was discovered during a CT scan that a thrombus had adhered to the impella shaft from the distal arch to the celiac artery. A thrombectomy was performed to treat the thrombus and the pump was subsequently replaced with an impella 5.5 device. Heparin was then administered to treat any remaining occlusions in the right renal artery and right internal iliac artery. Patient support continued following the event.